Manufacturer narrative:
No diagnostic/functional testing was performed at the philips authorized repair facility. The customer was informed that due to the device being worked on and modified/repaired outside the philips factory/repair bench., no further evaluation will be performed. Philips healthcare does not support 3rd party modification/repair of the mx40 and for this reason, the device was returned to to the customer unrepaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping still shows speaker malf inop and no sound heard. The device was not in clinical use at the time of the event, no patient involvement.